Event description:
It was reported that tandem mobi pump issued cartridge alarm and caller was unable to continue using loaded cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, delivered 9-unit bolus successfully as instructed, then reloaded pump with new cartridge using proper loading steps, resumed insulin therapy, and issue was resolved; no additional information was received regarding further outcomes.